Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by a healthcare professional (hcp) that the patient management database application did not display the ECG and the event report came through with no details. The report was explained to the hcp and how thy could access the full event report. The hcp also stated they were having "sensing issues" with the patients diagnostic implantable cardiac monitor (icm). Follow-up with the clinic revealed the patients icm had been reprogrammed due to undersensing pvc's. The device remains in use. No patient complications have been reported as a result of this event.